Manufacturer narrative:
One used b33982 smallbore quadfuse ex set connected to a microclave was received for evaluation. As received, there was no visual damage or any abnormalities observed. The used device was leak tested and a leak between the shunt and tapered connection of the quadfuse connector was observed. The bond where the leak was observed was separated and insufficient solvent coverage was found. The complaint of leakage was confirmed. The probable cause is due to insufficient solvent coverage during the manufacturing assembly process. Corrected information can be found in d10 and h6: health effect - impact code. Updated information can be found in h6 medical device problem code and h6 component code. D9 - date returned to mfg: 12dec2024.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock where it was reported product cracked-line leaking. The status of the product at the time of event was during patient use. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions. Information on specific fluid or medication is not available.